Event description:
The plastic tip on the jaws of the bipolar device broke off during procedure.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The lower plastic tip of the jaws was found to be broken off the bipolar device, the broken portion was not returned. Dried blood was found inside the shaft.